Event description:
When utilizing bipolar device, the plastic tip on the end of the device cracked. The instrument was handed off field with the plastic piece still attached. The piece broke off completely when inserting into the original wrapper.